Event description:
All fragments were removed with a delay of thirty minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Only event year is known. Additional device product codes: hty. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that the broach guide broke. The broken broach guide was discovered when the drill bit was removed. The extremity of the broach guide remained on the patient¿s bone. Patient outcome is unknown. Concomitant devices reported: drill bits: trauma (part number unknown, lot unknown, quantity 1). This report involves one (1) 1.25mm threaded guide wire 150mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the guidewire ø1.25 w/thread-tip w/trocar l1 (part # 292.62, lot #39p3361) was received at us cq. Upon visual inspection the guide wire was observed to be broken into 2+ pieces. All the broken fragments were not returned to us cq. No other visual defects were found. Additionally, the embedded condition of device in the patient cannot be confirmed based on the available information. Device failure/defect identified? Yes . Document/specification review: no design discrepancy were observed. Complaint confirmed? Yes. Investigation conclusion: the overall complaint was confirmed for the received guidewire ø1.25 w/thread-tip w/trocar l1 (part # 292.62, lot #39p3361). Although no definitive root-cause can be determined it¿s possible that the device might have experienced unintended forces during use/handling that caused the failure. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 292.620, lot: 39p3361, manufacturing site: balsthal, release to warehouse date: 13.february 2020. Device history review a manufacturing record evaluation was performed for the finished device lot number 39p3361, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.